Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that lots of air bubbles on the reservoir during therapy. Customer stated that air bubbles were not removed successfully. No harm requiring medical intervention was reported. Customer stated that they took a blood test and was given instructions to take manual injection. The customer was troubleshooting for high blood glucose. The customer was experienced a high blood glucose and treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.